Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported her cgm was giving her inaccurate cgm values as well as intermittent signal loss. No specific cgm or bg meter comparison values were reported. The patient was feeling weak, vomiting, and "couldn't do anything". The patient¿s daughter called emergency medical services (ems). Once ems arrived the patient¿s bg meter reading was 500 mg/dl. By this time, the patient¿s cgm has failed. The patient was transported to the emergency room (ER) and treated with an unspecified IV drip. The patient was discharged 4 days later, on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.